Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead, lead integrity alert (lia)were met, the impedance on the rv pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/ short interval counts (sic), and oversensing associated with the rv. Analyst commented, 143 ventricular sic since last session 10.8 days ago. Five non-sustained episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Cross-chamber oversensing seen on stored electrogram egm), episodes 11-15. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sic. Rv pace impedance steady at approximately 514 ohms through (B)(6) 2015, rises out of range by (B)(6) 2015, and intermittently spikes out of range through (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited oversensing with artifacts observed. Review of lead data indicated three lead integrity alert (lia) triggered for short intervals / out tolerance impedance, fluctuation in max rv pacing lead impedance approximately 6 months after device implant until present, stored episodes show crosstalk. Diagnostic testing/troubleshooting performed, programmed the sensing vector of the lead to rvtip- rvcoil, and discussed necessity of lead revision. The rv remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that physician analyzed data and indicated could be a connection issue. Rv lead revision procedure was performed and the connection of the lead was found to be not fully inserted and could be moved back and forth a little. When doing so a little drop of fluid was pressed out of the implantable pulse generator (ipg) set screw and lead noise could be provoked in the sensing channel. The lead was then reconnected without revision. The rv lead and ipg remain in use.